Event description:
It was reported via repair work order that the nurse call cable could not be plugged into the communication board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.